Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet system with a 23-inch teflon 6 mm infusion set, with the sensor indicating ¿high¿ and alerts for prolonged hyperglycemia; the event occurred after a recent infusion set change and the user confirmed no backup therapy, ketone testing, or medical intervention, and levels later trended downward. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no emergency treatment, no professional intervention, and no assistance required. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device was functioning within specification during the call and that the cause of the hyperglycemia could not be determined. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no adverse clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.